Manufacturer narrative:
The returned device was evaluated and performed as designed. A bent cannula was noted, however, the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 1 and 4 hours. When attempting to deliver a bolus via personal diabetes manager (pdm), it was discovered that the pod had become deactivated. Patient was unsure of why pod had become deactivated as no alarm sounded from pod. When removed from the infusion site (abdomen) and the cannula was found dislodged and bent. As treatment, a manual injection of insulin (40u) was delivered and a new pod was applied. It should also be noted that, during the time of this report, it was discovered that the pink slide insert did not fully move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.